Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06280. It was reported the patient's scs system stimulation changed approximately one week after initial implant. X-rays taken confirmed the patient's leads migrated. Surgical intervention took place on (B)(6) 2015 at which time the patient's leads were repositioned.